Event description:
Customer reported they are not able to view the whole image, black columns are on the sides, and the collimator closed down and will not open . No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint number.